Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "instruments, which have experienced extensive use or excessive force, are susceptible to fracture." The following sections could not be completed due to the lot information could be: lot number - 167640. Manufacture date ¿ jul 25, 2013. Or the lot information could be: lot number - 384500. Manufacture date ¿ feb 27, 2015. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04306 / 04575).

Event description:
It was reported that patient underwent an unknown procedure on an unknown date on the right side. During the procedure, an intramedullary nail was implanted. Additionally, it was reported that patient underwent total right knee arthroplasty at a later date. Subsequently, the patient underwent a revision procedure on (B)(6), 2015 due to infection. All components were removed and replaced with cement spacer molds. When the surgeon attempted to remove the intramedullary nail, the lag screw inserter and inserter connecter fractured. The patient retained pieces of the instrument, and the nail and lag screw were unable to be removed. This resulted in a three hour delay. The cement spacers remained implanted, as the knee procedure could not be completed with the nail still implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date on their right side. During the procedure, an intramedullary nail was implanted. Additionally, it was reported that patient underwent total right knee arthroplasty at a later date. Subsequently, the patient underwent a revision procedure on an unknown date due to infection. All components were removed and replaced with cement spacer molds. On (B)(6) 2015, the surgeon attempted to remove the intramedullary nail so that the cement spacers could be removed and the patient could be implanted with total knee components. When the surgeon attempted to remove the intramedullary nail, the lag screw inserter and inserter connecter fractured. The patient retained pieces of the instrument, and the nail and lag screw were unable to be removed. This resulted in a three hour delay. The cement spacers remained implanted, as the knee procedure could not be completed with the nail still implanted.